Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis event was not reported. The patient was treated with ceftazidime, ciprofloxacin and diflucan (strength, dose, route start and stop dates unknown). Nine days after the hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report involves an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).